Event description:
It was reported that during procedure, the fiber was not functioning properly, it could not launch, and the middle section of the fiber line appears red. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the fiber tip had no defects, damage or functional issues. The fiber passed the functional tests for connector segment verification and saline flow. However, hene (helium-neon) functional test identified that there was a fiber body break at approximately 71 cm distal to connector. Therefore, the reported fiber break was confirmed. It is likely that the fiber break occurred while removing the fiber from the package. The instructions for use (IFU) was reviewed. The IFU states: do not bend the fiber at sharp angles. Damage may occur to the fiber. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Based on all information available, most likely the interaction between the user and device, or sample, caused or contributed to the observed fiber break.

Event description:
It was reported that during procedure, the fiber was not functioning properly, it could not launch, and the middle section of the fiber line appears red. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the fiber tip had no defects, damage or functional issues. The fiber passed the functional tests for connector segment verification and saline flow. However, hene (helium-neon) functional test identified that there was a fiber body break at approximately 71 cm distal to connector. Therefore, the reported fiber break was confirmed. It is likely that the fiber break occurred while removing the fiber from the package. The instructions for use (IFU) was reviewed. The IFU states: do not bend the fiber at sharp angles. Damage may occur to the fiber. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Based on all information available, most likely the interaction between the user and device, or sample, caused or contributed to the observed fiber break.

Event description:
It was reported that during procedure, the fiber was not functioning properly, it could not launch, and the middle section of the fiber line appears red. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during procedure, the fiber was not functioning properly, it could not launch, and the middle section of the fiber line appears red. The procedure was completed using another fiber. There were no patient complications reported.